Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10. Visual analysis of the photographs identified: cyst-ndr: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right rupture. Healthcare professional later reported cysts. Device has been explanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Continued e1 phone number: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Hcp reported right rupture. Hcp later reported cysts is not device related.. Device remains implanted.